Event description:
It was reported that on may 12, 1998 the screws which help secure the tibial insert to the tibial tray loosened in right knee. An arthoscopic procedure was required to remove the screw.